Event description:
Reported by the dm on behalf of the customer via phone call - initial intervention was performed over 1 year ago. Patient was brought back in for an additional procedure (it is unknown if the additional procedure was device related), and when performing the additional procedure it was discovered by images the stent had a circumferential fracture in two pieces and had 2cm of space in between the two fractured pieces. The physician believes the suto -aneurism was caused by the stent fracture and due to the stent fracturing they placed a covered competitor stent over the aneurism. The following has been answered via phone call (B)(6) 2022. Did any unintended section of the device remain inside the patient¿s body? No if yes, please describe. Did the patient require any additional procedures due to this occurrence? The additional procedure was placing the covered stent. Did the product cause or contribute to the need for additional procedures? N/a. If yes, please specify additional procedures and provide details. Has the complainant reported any adverse effects on the patient due to this occurrence? A suto-aneurism. Has the complainant reported that the product caused or contributed to the adverse effects? Yes. Please specify adverse effects and provide details. Suto-aneurism was the patient hospitalized or was there prolonged hospitalization due this occurrence? No.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation the zilver ptx drug eluting peripheral stent device of unknown lot number involved in this complaint was implanted in the patient and was not available for evaluation. With the information provided, a document-based investigation was conducted. Lab evaluation the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Document review prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity manufacturing records review could not be completed as the lot number is unknown. Historical data was not reviewed as the lot number is unknown. It should be noted that stent strut fracture is listed as a known potential adverse event within the instructions for use (ifu0118) there is no evidence to suggest that the customer did not follow the instructions for use image review an image was not returned for evaluation root cause review a definitive root cause could not be determined from the available information. A possible root cause could be the stent being subjected to repetitive stress from hip or knee flexion depending on the location of the stent which is unknown as we were unable to obtain any more information. Should it become available at a later stage, the file will be updated accordingly. As per medical advisor, usually fractures are caused by loading/repetitive contraction and these are not situations that can be avoided. The fracture most likely caused pseudoaneurysm. Summary the complaint is confirmed based on customer testimony. According to the initial reporter, the patient was brought back in for an additional procedure where it was discovered that the original stent was fractured. To treat the pseudoaneurysm which was most likely caused by the stent fracture, they placed a covered competitor stent over the pseudoaneurysm. Complaints of this nature will continue to be monitored for potential emerging trends

Event description:
Supplemental report is being submitted due to the completion of the investigation on 08jan2023.